Manufacturer narrative:
Arjo was notified about an event with involvement of the concerto shower trolley. It was reported that a patient fell on the caregiver as the side support of the concerto opened. It was indicated that the side support could not be locked due to a cracking of the concerto stretcher. As a consequence of the fall the patient sustained a pain on the right side. The patient was examined. No medical intervention was required. The concerto stretcher is equipped with two side supports and each side support has two safety catches (at the leg and head section). When in use with the patient, all safety catches should be latched onto the edge of the stretcher to keep the side support in an upright position. The device was inspected by an arjo technician. According to the results of the inspection and the photographic evidence provided, the concerto stretcher had a crack. This resulted in the side rail catch not being properly locked. Following the instruction for use (IFU) for the concerto shower trolley (04.ba.05_7): "actions before every use. If any part is missing or damaged - do not use the product!" "Warning: to avoid resident falling out of the device, make sure that all side supports are in a locked position." "When raising the side support, make sure the two catches snap into place" "the concerto/basic is subject to wear and tear, and the following actions must be performed when specified to ensure that the product remains within its original manufacturing specification". According to the preventive maintenance schedule, the functionality test of the concerto should be performed every week and this includes test for "catches on the side supports". Also, every week, the caregiver is obliged to check machanical attachments: "when tilted check for cracks in the stretcher". The concerto involved in the event was manufactured in apr-2013. Therefore, the device was 10 years old before the malfunction occurred. The IFU for the concerto shower trolley states: ¿the expected life of this equipment, unless otherwise stated, is ten (10) years, subject to preventive maintenance being carried out in accordance with the instructions for care and preventive maintenance found in the IFU.¿ in summary, the concerto device did not meet performance specifications due to a broken stretcher. The event occurred during use with the patient. The complaint decided to be reportable due to the patient's fall reported and resulted in a minor injury.

Manufacturer narrative:
The device was inspected by an arjo representative. A small crack was found in the concerto stretcher, resulting in the side rail catch not being properly locked. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Arjo was notified about an event with involvement of the concerto shower trolley. It was reported there a patient fell on the caregiver as the side support of the concerto opened. It was indicated that the side support could not be locked due to a cracking of the concerto stretcher. As a consequence of the fall the patient sustained a pain on the right side. The patient was examined. No medical intervention was required.